Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate shock therapy due to lead noise. Noise was still existent through evaluation after therapy was delivered. The patient will be monitored. The lead was explanted and replaced. No further information is available.